Event description:
It was reported that the bd microlance¿ needle was clogged. The following information was provided by the initial reporter, translated from french: the nurses report difficulties in using the trocars for the aspiration of the products but also for the injection. Impression that the needle lumen is insufficient.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304622 and lot number 211116. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable, a thorough sample analysis could not be performed. At this time, an exact cause related to the manufacturing process could not be determined for this incident. Needles are routinely inspected for occlusion conditions as part of the in-process inspections after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ needle was clogged. The following information was provided by the initial reporter, translated from french: the nurses report difficulties in using the trocars for the aspiration of the products but also for the injection. Impression that the needle lumen is insufficient.